Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -7.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Device code (B)(4): off-label use (acd < 3.0mm). Claim# (B)(4).